Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During placement of the impella 5.5 there was a placement signal unreliable yellow alarm on the aic. The aic was switched out and the alarm appeared again. It was discussed with the surgeon that the optical sensor may have been damaged. The impella was replaced and a new 5.5 was successfully inserted. No patient harm reported due to the issue.

Manufacturer narrative:
The investigation into the optical signal issue has been completed. Product and data logs were returned and investigated. There was a major kink in the pump catheter near the motor end of the pump which was confirmed by light continuity test and optical bench parameters through logs. Per the investigation results, the root cause of the optical signal issue was a damaged optical fiber line due to excessive force. Note that the placement signal failure occurred prior to pump activation and during delivery.